Event description:
It was reported that the right ventricular (rv) lead was not capturing. A procedure to reposition the lead was scheduled but the rv tip was found to be well cemented in the rv apex so the lead was capped and another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.